Event description:
Journal reference: okun, md, et al. "Management of referred deep brain stimulation failures." Arch neurology, 2005; aug: vol. 62(8) p1250-1255. The article describes the experience of 41 patients complaining of suboptimal results from dbs surgery. The various causes for the suboptimal results were reported. Reportable events: the dbs lead (n=8) - eight patients experienced misplaced leads that were repositioned (patients 1, 23, 24, 31, 36, 39, 40). The dbs lead (n=3) - two patients experienced programming difficulties and misplaced leads that were repositioned (patients 27, 28, 38). The dbs lead (n=8) - eight patients experienced misplaced leads that were not repositioned (patients 3, 4, 12, 16, 20, 29, 33, 41). The dbs lead (n=3) - three patients experienced dementia and misplaced leads that were not repositioned (patients 2, 8, 9). The dbs lead (n=2) - two patients experienced misplaced leads that were not repositioned along with misdiagnosis (patients 13, 26).

Manufacturer narrative:
This report is being filed under exemption.